Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the ablation catheter, the sheath produced bubbles. The procedure was completed successfully by using a different device (same model). No patient complications have been reported.

Event description:
It was reported that during the pulse field ablation procedure to treat unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the ablation catheter, the sheath produced bubbles. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to return. It was further reported that no air seen in patient. Pressure bag was used for irrigation

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation procedure to treat unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the ablation catheter, the sheath produced bubbles. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to return. It was further reported that no air seen in patient. Pressure bag was used for irrigation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.